Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been to the hospital for a colonoscopy on (B)(6) 2014 as part of a routine heart transplant work-up. He was resumed on lovenox that evening until international normalized ration once again was therapeutic. The patient started having bloody stools and came into the hospital on (B)(6) 2014 with a gastrointestinal bleed and was subsequently admitted. The colonoscopy was performed and the patient remained stable throughout. Hemoglobin was >12 with no blood transfusions required. Discharge planned for (B)(6) 2014. No alarms were reported.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because the patient remains on-going on vad support at this time and no further issues related to the gastrointestinal (gi) belled have ben reported to the manufacturer. A root cause for the patient's gi bleed could not conclusively be determined through this evaluation. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.